Event description:
According to the reporter, after 9 days of use of a size 6 device, the patient was noted to have significant trachea malacia via bronchoscopy. The patient was unable to be ventilated and developed subcutaneous air in the face and neck. Due to hypoxia, a size 8 device was placed. The device balloon did not hold as there was a significant air leak. A new device of the same size was placed. The device inflation held but there was an air leak. The physician was unable to ventilate the patient and the patient had a pea arrest. The patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.